Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's rsd has spread throughout there body and it works the upper as well but not like it did when put in first. Patient reports that the issue has been somewhat resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins was revised and moved up from her lower buttocks area into the patient¿s lower back. The patient reported that the ins was only helping the lower half and she started losing feeling in her hands. The patient reported that she was having chronic pain in her neck, shoulders and arms. The patient reported that she didn¿t have the wires in the upper half at first. The patient reported that when the healthcare provider (hcp) moved the ins up, the hcp added leads that run up to the patient¿s neck. No further complications were reported.